Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached ¿very high¿ while wearing the pod for an unspecified duration of use. No specific bgs were mentioned. The reporter and patient could not recall if patient had symptoms. Additionally, the reporter mentioned the pod was leaking insulin, not giving the patient insulin. For treatment, the patient was treated with¿ injections¿. The patient was in the hospital for "a week and a half, and then out for couple days and returned for another week". No specific hospital dates were provided. The diagnosis given was allegedly ¿misdiagnosed, because of medical neglect under parent's fault.¿